Event description:
Severe cramping like labor pains occured. Previous novasure ablation performed. Required transvaginal ultrasound revealing hematometra and post ablation syndrome. Required hysterectomy on (B)(6) 2016.